Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, 17-18 months after placement in site 3, the implant was removed due to pain and swelling in the site. It is noted that the patient was not compliant with instructions to be on a soft diet for 4 months. The torque applied at the time of surgery was 50 ncm. Ther bone quality was found to be type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, 17-18 months after placement in site 3, the implant was removed due to pain and swelling in the site. It is noted that the patient was not compliant with instructions to be on a soft diet for 4 months. The torque applied at the time of surgery was 50 ncm. Ther bone quality was found to be type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.